Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced muscle/nerve/diaphragmatic stimulation and the right ventricular (rv) lead had been programmed off. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.